Event description:
Account reported that a laser vision correction patient experienced an overcorrection that resulted in a loss of best corrected visual acuity (bcva) equal or above 2 lines in both eyes. Right eye;pre-op bcva 6/6;postop bcva 6/9.left eye;preop bcva 6/6.postop bcva 6/9.

Manufacturer narrative:
(B)(4). (Overcorrection).field service specialist visited the account and performed a system lens calibration checked and found all within specifications.all pertinent information available to abbott medical optics has been submitted. Placeholder.